Event description:
(B)(6) surgeon reported to dmt (B)(6) that laser device didn't cease firing after footswitch was released. The emergency stop on the laser device was activated to cease the laser firing during the procedure. This failure to cease laser firing issue has occurred twice within the same surgical procedure.

Manufacturer narrative:
The footswitch did not show any defect. The function is similar to other footswitches of same model. No technical defect of the footswitch could be found. The exact reason of the claimed laser system malfunction is not 100% detectable. Assuming the malfunction of the laser system is based on the footswitch, it seems reasonable that the air pressure in the hose did not release when the pedal was released. The customer installed cable tie (not factory supplied) was removed from the hose. Root cause was likely restriction of airflow in the pneumatic hose by tightening and using a non authorized cable tie. This cable tie is not a recommended part of dmtl, however, it was used by the customer without paying attention to the fact that this hose is pneumatic and not electrical. Therefore, the hose could be kinked and if bent too far airflow could be blocked. Customer did not perform pre-check of footswitch operation as instructed in the operator's manual. (B)(4). Dornier (the importer) is submitting the report on behalf of dornier (B)(4) (the manufacturer) (B)(4).